Event description:
During the zenith aaa implant procedure, upon the attempted advancement of the top cap off the suprarenal stent a noted resistance was encountered. Deployment protocol was followed, but when advancing the top cap inner cannula, a visual bending of the cannula was observed. When the top cap was subsequently released it appeared to "pop off" rather than advance in a controlled manner. Graft was deployed as planned without any further complications. No injury to the pt resulted from the event.